Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2018 with the following findings: the pump's black box showed evidence of call service 052 and 054 alarms. A 24 hour duration test was performed with no alarms observed. There was no evidence of moisture on the internal components of the pump. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.